Event description:
Customer reportedly administered 6 units of lantus based on result of 384 mg/dl obtained on the aviva system. Thirty minutes alter the customer had a seizure; police officers arrived, and customer was recovering. No medical treatment required. Approximately 20 minutes later, customer tested 85 mg/dl on the aviva system; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.